Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision, during which, the physician elected to replace the ipg. The physician confirmed that the ipg was protruding on the patient's skin causing discomfort. The patient was doing well following the procedure. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg was flipping and sticking out of her skin. The patient also reported difficulty charging. The patient will undergo pocket revision.

Event description:
A report was received that the patient's ipg was flipping and sticking out of her skin. The patient also reported difficulty charging. The patient will undergo pocket revision.